Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise. The ventricular sensitivity was decreased and autocapture was enabled. The patient would be monitored.